Event description:
Consumer stated that she had such a bad rash that she was swollen beyond recognition. She went to the emergency room and stated that she has been sick for over 2 weeks. The consumer stated that the pain was worse than childbirth.

Manufacturer narrative:
The consumer was asked to return unused product from the same package. The product has not yet been returned for eval.